Event description:
Pt was implanted with single-level prodisc-l at l4-l5 on (B)(6) 2010. Pt complained of pain and is following up with a pain management doctor. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Device was not explanted. Investigation is on going; no conclusion can be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.